Event description:
It was reported that this left ventricular (lv) lead was explanted one day after the implant due to it was dislodged. A new lead was successfully implanted. No additional adverse patient effects were reported.